Event description:
It was reported that the pump had been beeping, but she had been unsure of the alarm since the patient's daughter had not been present with the patient. The pump had been audibly double beeping, and while attempting to obtain the settings, the daughter had experienced difficulty in retrieving information from the pump and navigating its functions. Assistance had been provided to power the pump off. No patient harm had occurred. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.